Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experiences high blood glucose level. The customer¿s blood glucose level was 511 mg/dl at the time of the incident. Customer¿s blood glucose level was 113 mg/dl at the morning. The customer was treated with humalog. The customer was feeling okay to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.